Event description:
Complainant alleged during a routine shift check by a clinician that the device powered up with no display. Complainant indicated that there was no pt involvement in the reported malfunction.